Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A startright representative reported via email of low and high readings from the insulin pump. The customer stated that she had large fluctuations in her blood readings. The customer had low readings in the 40s mg/dl and struggled to bring it up. The customer's blood glucose went up to over 300 mg/dl. The customer also had a high reading of 405 mg/dl. The customer stated that she has been in contact with her diabetes clinical manager. The customer was advised to contact her health care provider as well.